Event description:
An occlusion alarm was reported by the caller, indicating multiple previous similar events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, and resuming insulin. Reportedly, the customer is using cold insulin. Tandem technical support educated the customer regarding cold insulin use.